Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue and may have a damaged therapy cable accessory. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue and may have a damaged therapy cable accessory. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. Physio replaced the device's therapy connector as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.